Event description:
The customer contact reported the patient received more medication than intended. At 1010, the device was programmed to deliver one unit of blood 500ml, at rate of 125 ml/hr, with a vtbi (volume to be infused) of 500ml, and the delivery was started. At 1150, the nurse noticed the device display indicated 300ml had been delivered; instead of the expected 250ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history found the last programming indicated line a was programmed to deliver at the rate of 125ml/hr, with a vtbi (volume to be infused) of 500ml, for duration of 4 hours, and the delivery was started. Between 0913 and 0914, a n186 distal occlusion alarm occurred, the delivery was stopped, device was backprimed, and the delivery was started. Between 1019 and 1025, the delivery was stopped, with a volume infused of 150.7ml displayed, n101 (no action) alarm occurred, and the delivery was started. At 11134, the delivery was stopped, with a volume infused of 295.4ml, and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.